Manufacturer narrative:
The field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device on and duplicated the device alarm behavior. The fse determined the likely cause of this failure was associated with the exhalation flow sensor. The flow sensor was replaced and the operational verification procedure was performed, which passed. Having met manufacture specifications the device was returned for use. No further investigation will be performed, as no component or assembly was returned to vyaire medical.

Event description:
The customer reported a high pressure and no volume alarm during the placement of this ventilator device on a patient. The customer stated no patient harm or injury with this event.